Event description:
The customer reported 12 cases were cancelled as a result of an error message displayed during set up. The surgeon stated none of the surgeries were started. No pt injury occurred.

Manufacturer narrative:
The company service rep examined the system and confirmed the reported issue. The fluidics module was replaced and sent in house for testing. The system was tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.